Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as the customer not washing their hands before starting therapy. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On the same day, the patient was treated with injection fortum (1 gram, once a day) and injection reflin (1 gram, once a day) ip for peritonitis. The patient had not yet been retrained. The treatment with antibiotics (fortum and reflin) were ongoing and the patient was still in hospital at the time of report. The patient was recovering from the peritonitis event pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported nine days after hospitalization, the patient was discharged and was recovered from the peritonitis event with clear pd effluent fluid. Five days later antibiotic therapy was discontinued. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.